Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level displayed as "high"; although specific value was not provided. Elevated bg was address by an alternate method of insulin.